Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The physician has recommended an ipg revision.

Event description:
A report was received that the patient was experiencing discomfort at the ipg site. The physician has recommended an ipg revision.

Manufacturer narrative:
Additional information received indicates that the patient was revised. The physician moved the ipg to a more comfortable location. The patient is getting good stimulation and is reportedly doing well.